Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the off no power alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected failed test, weak battery alarm or unexpected power loss alarm anomaly noted.